Manufacturer narrative:
Additional information indicated that the aortic valve in valve procedure was performed with an excellent result.

Manufacturer narrative:
Decreased area and calcified leaflets of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the valve was reported to be degenerated, with calcification between two cusps, inhibiting leaflet function. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our affiliates in (B)(6), six years after the implant of a 23 mm sapien valve by ta approach in aortic position, the cusps of the bioprosthesis suffered degenerative changes causing severe stenosis as only one opens in the area of native right cusp (ava 0.6 cm2). The other two cusps do not open as calcification is located between them. This caused light regurgitation. Also degenerative changes of mitral valve were observed with light to moderate regurgitation. The left ventricle was not dilated with good systolic function. An aortic valve in valve will be performed.

Manufacturer narrative:
Additional information was provided regarding the patient and valve, however the previously reported root cause remains the same. There was mild regurgitation after implantation in 2011, moderate intravalvular, trace paravalvular. Three years later showed the first markers of degeneration, and three years after that the patient was indicated for retavi. The gradient (peak / mean mmhg) measure 49/30 mmhg. The valve area was 0.53cm2 and the index was 0.4 cm2. The patient had calcified leaflets with decreased mobility, and only the right cusp partially opened. The calcification was between the non-coronary and left coronary cusps. There was no host tissue, no pannus, no thrombus, and no vegetation present on the bioprosthetic valve. This (B)(6) year old female had a history of atherosclerosis.